Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On june 02, 2021, haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, no donor reactions or alarms encountered. The nexsys pcs system collected 799ml of pure plasma and 500ml of saline infused. Donor is a previous donor and had donated 10 times this year. The cause of death was reported to be unknown. It is also unknown if an autopsy was performed at this time.